Manufacturer narrative:
The s-ICD system remained implanted during the observations with the sternal incision. Device programming was monitored to avoid sensing issues due to the exposed electrode and the patient did not receive any appropriate or inappropriate shock therapy from the device during this process. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a journal article that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced wound dehiscence at the upper sternal incision. Three days post-implant, the incision appeared reddish and detached. Wound care and intravenous antibiotics were provided in the hospital, and the patient was discharged five days later with oral antibiotics. No infection was present in the wound. Later, the wound was still not closed so debridement of necrotic tissue was performed and the incision was re-sutured. Thirty-one days post-implant, further debridement was performed to remove unhealthy granulation tissue. Despite the electrode being exposed, no infection was present in blood cultures. Further wound care was performed and at 35 days post-implant, healthy tissue had covered the electrode. At 70 days post-implant, the wound was completely closed. No additional adverse patient effects were reported.